Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.10. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The customer has reported during cataract surgery, they encountered a problem with the handpiece/system. A corneal tunnel burn resulted. There was a confirmation of a wound leakage, with a suture required to seal the wound. There was also an astigmatic affect reported. However, the details of the information have not been provided to date. Corneal thermal injuries are typically related to excessive heat generated by the ophthalmic tip due to insufficient aspiration flow, extended energy application, or combination of both. The system is designed to cool the ophthalmic tip during use as aspirated fluid flows through the tip lumen. Overheating of the ophthalmic tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the ophthalmic tip. Reduced fluid flow through the ophthalmic tip may be caused by ophthalmic tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the ophthalmic tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. The returned sample was visually inspected, and no obvious defects were found. A calibrated console representing the current software version was used to test the sample. The sample could prime and tune with the handpiece successfully. The irrigation and aspiration pressure were measured and met specification. No message code appeared on the screen. Fluid flowed from balanced salt solution (bss) to the drain bag without any interfering. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. The cleaning process was able to be performed after functional test was completed. The sample passed functionality. We were unable to replicate the customer's experience during laboratory evaluation. The root cause of the customer's complaint could not be established; the returned sample functioned per specifications. After investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. Based on our current tracking, there are no adverse trends for this reported complaint and lot. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract surgery an ophthalmic system along with handpiece and pak was used and patient experienced corneal burn that resulted in wound leakage, corneal opacity, scar interfering with visual axis, induced significant corneal astigmatism and required suture.